Manufacturer narrative:
The device was not returned for evaluation. The work order (B)(4) was reviewed and appears complete and correct. The doctor in charge of the case confirmed that the accident was a result of a human error.

Event description:
The doctor realized that as he was advancing the device it rotated due to the anatomy and was landed upside down. The graft covered the superior mesenteric artery (sma) and right renal. The event led to open removal of graft and open repair.

Manufacturer narrative:
N/a.

Event description:
The doctor realized that as he was advancing the device it rotated due to the anatomy and was landed upside down. The graft covered the superior mesenteric artery (sma) and right renal. The event led to open removal of graft and open repair.